Event description:
It was reported that after laparoscopic cholecystectomy procedure, a gal leakage occurred, patient had to be re operated on. User technique unknown.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: when was the leak detected? When did the reoperation took place? During the initial operation: was anything unusual noticed? Did anyone blame the use of er320 to be the cause of the gal leakage? Did anything unexpected happen prior to this incident? Was the clip fully advanced into the jaws? Did the procedure drive the need to apply torque or twisting of the device? What vessel was the device fired on? Please specify the size of the vessel? Were any unexpected noises heard? If so, when? Was the device fired after this incident in or out of the patient? What were the patient¿s pre-existing conditions? What is the patient¿s current status? Is the patient expected to have a full recovery? Does the patient have any relevant history of surgical treatments? If so, what? What is the age and sex of the patient? Is the surgeon an experienced user of this product? Was there a recent conversion to ees devices in this account or with this surgeon?